Event description:
Device 2 of 3. Reference manufacturer's report: 1627487-2010-02258.

Manufacturer narrative:
Evaluation method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were fond to meet specifications and no anomalies were found. Lead was kinked but passed all functional testing. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.